Manufacturer narrative:
Correction: batch number unknown. See b tab. (B)(4) follow up. It was reported that the plunger assembly fractured. To support the investigation, a single photograph was received and evaluated by the quality team. The photograph depicts an empty syringe without packaging flow wrap or a tip cap. The syringe barrel flange is damaged, and no other defects or imperfections are evident. This condition could occur if the infeed scroll were misaligned during the plunger rod assembly process. A device history record review was completed for material number 306595, covering possible lots 5140925 and 5070175. The review did not identify any quality issues during the production of these lots that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe plunger rod assembly process was performed, the infeed scroll settings and alignment were correct, and product flow was acceptable. Based on the investigation and the photo analysis, the customer reported condition is confirmed.

Event description:
Unknown lot number.

Event description:
On (B)(6) 2026, a patient with intestinal tumor received a nutritional infusion as prescribed. After the infusion concluded, while using a prefilled syringe to flush the catheter and close it, the plunger assembly fractured. The nurse immediately replaced the syringe with a new prefilled syringe to complete the procedure. The incident did not cause harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.